Manufacturer narrative:
(B)(4).

Event description:
The customer reported to philips healthcare that the battery charge led did not illuminate when the device was connected to ac power. There was no report of pt involvement.